Manufacturer narrative:
(B)(4).

Event description:
It was reported episodes of lead noise were interpreted as ventricular fibrillation episodes. The lead pocket was revised. During the revision, an isolation defect was noted on the pace/sense portion of the lead. The lead was capped and replaced. The patient condition was stable before and after the procedure.